Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) data were provided, which indicated results were within range. Clog detected errors were obtained around the time the sample was run. Ccc performed troubleshooting via remote access. The ccc ran a quick check, which passed. Ccc cleaned the drain and probes for the aliquot probe, reagent probe 1 (r1), reagent probe 2 (r2), and sample probe 1 (s1). The ccc then aligned r1, r2, and s1, cleaned the reagent probes with sodium hydroxide and primed all probe pumps. Ccc instructed the customer to run qc and a precision study using qc material. Precision results were acceptable. A siemens headquarter support center (hsc) specialist evaluated the instrument data. The data does not indicate a reagent or instrument issue. The aspiration profile show differences compared to other samples, indicating there may be particulate matter in the sample causing interference. The sample was centrifuged for only 3 minutes and the data shows a hemolysis index of 3. This indicates that the sample had mild hemolysis which would result in an increased amount of cell stroma in the sample due to the shortened centrifuge time. A poorly centrifuged sample will contain increased levels of cell stroma and fibrin which can affect the method performance. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The patient was taken to a catheterization laboratory, and received a cardiac consultation. Treatment was not administered based on the discordant result. The physicians questioned the elevated result. The sample was then repeated on the same instrument and on an alternate dimension vista instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.